Event description:
It was reported that post of a laparoscopic cholecystectomy procedure, the patient was still in hospital (immediately after surgery) when issues arose to indicate a bile duct leak. Pt then given a drain insertion (not a secondary surgical procedure). The pt was admitted to the hospital and the surgeon stated they were frail and had been there for two weeks due to their physical condition. It is not known if the patient had left the out patient surgery center or was in at the time the add'l procedure was required. No other info was provided at this time regarding the reason for the extended hospital stay. The patient is still in the hospital.

Manufacturer narrative:
(B)(4): info not available, device not returned for analysis.